Event description:
Health care worker reported that the device does not alarm and seems to be slower than normal. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.